Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the trek rx coronary dilatation catheters, instruction for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The unk nc trek rx is being filed under a separate medwatch report number.

Event description:
The following information was reported via a post market hospital data collection clinical study report identifying abbott coronary dilatation catheters (nc trek rx & trek rx) that may be related to the adverse patient effect of death. Details are listed in the report, titled post market hospital data collection clinical study report.